Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for magnetic resonance imaging (MRI), the device was programmed to 90bpm as MRI safe settings because patient was exhibiting premature atrial contraction(pac). During MRI, the rate decreased from 90bpm to 70 bpm. No intervention was performed. The patient was asymptomatic throughout the imaging procedure.